Event description:
Per the clinic, the patient was treated with IV antibiotics (date not reported), due to a suspected infection around the implant site. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient remains hospitalized for treatment of ongoing infection (type not reported).this report is filed (B)(4), 2012. Implanted device remains.

Manufacturer narrative:
The serial number of the device is (B)(4). This report is filed (B)(4) 2013. Implanted device remains.